Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy does not cut. The procedure was completed without delay.

Manufacturer narrative:
Additional information has been provided. Two opened probes were received with tip protectors in a zip top bag for the report of does not cut. An attempt was made to obtain additional information from the customer regarding the report of 1 event but the return of 2 samples. No additional information was received regarding which returned sample was related to the reported event, therefore, both samples were evaluated. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample #1 was visually inspected and was found non-conforming with a bent needle above the stiffener. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. Sample #2 was visually inspected and was found non-conforming with a bent needle above the stiffener and stress cracks at the bend. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. No minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks were observed at the bend area and down the entire length in several different locations along the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The complaint evaluation confirms that both probes had a cut issue. The evaluation indicated the both returned probes also had an actuation issue. The most likely root cause for the observed non-conformances is from the bent needle and bent inner cutter if this condition is present. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter for both samples. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probes were shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).